Event description:
It was reported the ultrasound gastrovideoscope had gaps in the adhesive between between bending section cover and probe armor during service. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bending section cover, elevator channel plug, connecting tube had foreign objects and adhesive around objective lens had a chip. A root cause could not be identified. Based on the results of the investigation, the most probable cause of gaps in the adhesive between bending section cover and probe armor was traced to component failure. Most probable cause of malfunctions found during device evaluation such as bending section cover, elevator channel plug, connecting tube had foreign objects could not be established and most probable cause of adhesive around objective lens had a chip was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information on the results of the final investigation. Updated fields: h11. Correction: d10, h8, h11. In addition, the following reportable malfunctions were identified during the device evaluation: the elevator channel plug has corrosion, the adhesive around the objective lens has a chip, and foreign material was observed in the connecting tube. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.